Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading, but he estimated it to be around 70 mg/dl. He stated that he was awoken by a message that a button had been pressed for too long. He reported that he was having issues pressing the act and esc buttons. He tried replacing the battery 3 to 4 times, and he was unable to clear the alarm. He received failed battery test and battery out limit alarms. He later stated that none of the buttons were responsive anymore. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to verify battery out limit or failed battery test due to button keypad anomaly. The insulin pump has cracked case at display window corner, reservoir tube lip and minor scratched display window.